Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted: (B)(6) 2013; 5076-45 lead implanted: (B)(6) 2013. (B)(4). Analysis found a no-telemetry condition and determined that it was caused by a severely depleted battery. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. Upon destructive analysis of the battery cell, no internal short occurred in the battery. The lithium (li) anode showed it was well depleted with localized discharge along the edges with no severing.